Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 758 mg/dl. Customer stated that the insulin pump was delivering too much insulin, so she removed it, causing the high blood glucose. Customer was dehydrated. Diagnosed diabetes ketoacidosis. Hospital treated with insulin drip. The current blood glucose reading is 448 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.